Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchoseal instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the synchoseal (480440-06/l90211220 0340) associated with this event has been performed. Per logs, the synchoseal instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 0 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being classified as a reportable adverse and malfunction event due to the following conclusion: it was alleged that a metal piece from the synchoseal instrument broke and fell inside the patient during a da vinci assisted procedure. It is unknown from what part of the synchoseal instrument the broken fragment originated. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the metal piece of the synchroseal instrument fell into the patient and it was retrieved during the same procedure. The procedure was completed with no report of patient injury. Synchroseal is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electro surgical generator. It is intended for grasping, dissection, sealing and transection of tissue. Synchroseal can be used to seal vessels up to and including 5 mm in diameter and tissue bundles that fit in the jaws of the instrument. Synchroseal, when used with a compatible electrosurgical generator, creates a seal and transects tissue by application of radiofrequency (rf) energy to vessels and tissue bundles that fit in the jaws of the instrument. Electrode sealing surfaces and a cut electrode within the jaws enable sealing and cutting. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.